Event description:
Healthcare professional reported pt had port removed due to an infection and was not replaced.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan has not received the product at this time. Therefore no analysis or testing has been done.